Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, at one week follow-up check, toric lens axis was moved from 169 to 045 degrees and vision was 20/70. The patient refraction was -1.00 + 2.00 x 135 to 20/40. The patient had diabetic macular edema (dme) in both eyes and was not sure if affecting refraction. Additional information has been received stating that the iol was not explanted, just rotated to 135 degrees. Additional information has been requested however no further information available.